Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
On october 31, 2023, the spanish subsidiary notified us of an adverse event following the use of teosyal rha 4 in a patient. According to the information received, a patient was injected on (B)(6) 2023, with 1 ml of teosyal rha 4 in the nasolabial folds. The injection was performed with a needle using the bolus technique. Three days after the injection, on (B)(6) the patient experienced a vascular compromise, as she presented with necrosis and pustules in the right nasolabial fold and right upper lip, as well as skin discolouration in the right upper lip. On the same day, the practitioner injected 2.5 vials of hyaluronidase (500 iu each). On october 31, one of our local medical experts contacted the injector to provide advice on the management of this event. On november 6, we received two pictures and a video of the patient. We were informed that she underwent a hyperbaric chamber session on (B)(6) and she was evolving favorably. Finally, on november 21, we were informed that the patient had recovered. A mild skin discolouration remained, which was planned to be treated with laser. Thus, we consider this case as closed.